Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 79 mg/dl and 200 mg/dl using two different vials/lots of test strips.